Event description:
It was reported that after a generator replacement a vns patient experienced seven seizures. Follow-up to the physician¿s office revealed that the increase in seizures was due to an infection at the generator incision site. As a result, the patient was not being titrated to full therapy levels. The patient was reported to have seen the implanting surgeon and was placed on antibiotics. The patient is being seen more frequently until the infection has cleared and the device can be titrated fully. No additional relevant information has been received to-date.

Manufacturer narrative:
(B)(4).

Event description:
Review of the manufacturing records revealed the generator and lead were sterilized prior to distribution. It was later reported on 11/18/2015 that the patient would have the generator removed as he has a recurring seroma. It has been planned to replace the generator once the seroma has healed. No known surgery has occurred to-date.